Event description:
The customer reported to olympus the colonovideoscope displayed scope communication errors (e315) (e396) message. The customer also indicated that despite cleaning the contacts of the endoscope connector, the problem persists. The reported issue occurred during preparation of use for an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation, it was observed that there were scope communication errors due to corrosion of the plug unit caused by water leakage. This finding was due to scope mishandling. Upon further inspection, it was observed that all switches did not work due to corrosion on the switch cable. It was also observed that the suction, air, and water cylinder had no color. It was observed that the universal printed circuit board did not work due to corrosion on the unit. Due to the malfunction on the universal printed circuit board, the universal printed circuit board probe did not work. It was also observed that the scope connector case unit had corrosion due to water leakage. It was observed that the circuit board unit and the micro connector in the scope connector had corrosion due to water leakage. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, it was observed that the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿.if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Olympus will continue to monitor field performance for this device.'